Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (device code, clinical signs code, results code and conclusion code) . The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "the tibial component shows some radiolucence and large anterior cysts, there seems to be a little subsidence as well anteriorly. Therefore, loosening and migration can be confirmed." Based on the investigation, the root cause was attributed to a patient related issue. The failure was detected due to radiolucency and large cysts around the tibial implant. According to the medical assessment performed by the hcp, the tibial component also seemed to be subsiding anteriorly and hence migration can be confirmed. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons that are not available at the time of this report.